Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was hot fluid that caused superficial skin irritation. Please note the procedure was completed successfully.

Event description:
It was reported that there was hot fluid that caused superficial skin irritation. Please note the procedure was completed successfully.

Manufacturer narrative:
The device manufacture date is not known. Alleged failure: melted and left debris in patient's shoulder. Probable root cause: non-conforming component. Poor assembly process, misuse. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.